Manufacturer narrative:
Depuy spine has been advised that the explanted screw was discarded, and is not available for eval. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches of bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Pt underwent surgery for lengthening of an existing spinal construct and exchange of a connector device. During the surgical procedure, it was noticed that a screw at the inferior end of the existing construct had broken. The screw was explanted and replaced.